Event description:
It was reported that the device box was damaged: the upper right-hand corner was crushed, the sealing label was torn, and a flap was pushed inward. There was no damage to the outer carton, and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d4 - lot #: unknown/ not provided section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI #: unknown, as product lot number was not provided. Section d6a - implant date: not applicable. The product is not an implantable device. Section d6b - explant date: not applicable. The product is not an implantable device section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 -device manufacture date: unknown, as product lot number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.